Event description:
Patient was under dialysis, the lock opened during the treatment, the sysloc retracted during dialysis and the patient lost approximately 1 unit of blood or 450ml. Patient was sent to hospital where pt received 1 unit of blood.